Manufacturer narrative:
Exemption number e2019001. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3-4. A mitraclip ntr was implanted. A mitraclip xtr was advanced. When the clip was about to be deployed, 10 inches of the lock line was retracted however it got stuck. Troubleshooting attempts were done and the line was pulled harder but the lock line was unable to be removed. The device was inverted and the entire lock line was pulled out with the clip delivery system and undeployed clip. It was noted that there was a knot/glue visible on the lock line. The clip was not implanted. Another clip was implanted, reducing tr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. It should be noted that, per the indication for use section of the eifu, "the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation". A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficulty removing the lock line appears to be related to the reported knot/irregular appearance on the lock line. However, a conclusive cause for the knot/irregular appearance cannot be determined. Lastly, the reported off-label use was due to the device being used on a tricuspid valve. There is no indication of a product issue with respect to manufacture, design or labeling.